Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the clip is broken and the unit shuts off all the time while the light cord is plugged in. It was further reported that this happened during several cases, but caused no significant delay or harm to the pt.